Event description:
Information received indicates the head hi/low function of the bed is drifting.

Manufacturer narrative:
The hill-rom technician found the head section of the bed was drifting. The technician replaced the hydraulic manifold to repair the bed.